Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy (lsh), the user was lifting the uterus at the cervix with the bottom probe, when the tip of the probe broke off and fell into the pt's pelvis. The tip of the probe was retrieved with graspers from the pt. The procedure was completed with a harmonic scalpel. There was no report of pt injury.

Manufacturer narrative:
The subject device has not yet been returned to olympus for eval. The exact cause of the user's experience cannot be conclusively determined. If add'l and significant info becomes available at a later time, this report will be updated.